Event description:
It was reported the lead was explanted and replaced due to oversensing, noise, and possible increased threshold. No patient complications were reported as a result of this event. Additional information received reported, the lead had a sudden fracture, impedance changes, periodic capture, increased threshold (the device was at maximum output), and "lead only lasted a few years."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured. Full lead returned and analyzed.